Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was interrogated with a programmer and a wireless connection issue was suspected. However, when the radiofrequency head was placed back over the device, it was realized that a power on reset (por) had occurred during interrogation resulting in re-initialized battery voltage and cleared diagnostic data. The device remains in use and functioning normally. No patient complications have been reported as a result of this event.